Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip had a scale marking issue. The following information was provided by the initial reporter: "complaint about bd309657 syringes, that did not have any graduation markings on the barrels."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip had a scale marking issue. The following information was provided by the initial reporter: "complaint about (B)(4) syringes, that did not have any graduation markings on the barrels".